Event description:
It was reported to philips that system gave an alert indicating the free disk space was low, preventing the system from performing cine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which aborted and was subsequently completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on-site and confirmed that the disk space was low. A review of the log file showed the frontal ip-pc was malfunctioning. Upon troubleshooting, the fse found that the customer reported they began receiving an "image disk full ¿ delete patients" message. In response, they deleted all stored patient data from the system. However, despite this action, the error message persisted, and they were still unable to perform cine acquisition due to the same disk full warning. To resolve the issue, the fse performed the re-create image store procedure to address the full disk issue. They verified the available disk space following the procedure. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.